Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ integrated safety catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The batch record for lot#7325225 was reviewed, no related abnormalities were found during the manufacturing process. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, however the end cap highlighted in the initial complaint was not returned with the device. Without the ability to investigate the affected component our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported with the use of the bd saf-t-intima integrated safety catheter system there was an issue with leakage. There was no report of injury or medical intervention.